Event description:
Facility biomed reported that during routine preventive maintenance (date unknown), he noted problem with clamp arm failing to hold cassette in place. There was no patient involvement. He stated qc seal was intact until he opened it, and device had never been opened since facility received it 14 months prior. External visual evaluation by alaris showed right side clamp arm of mechanism not installed properly. Testing with disposable set showed the device would not hold the accuslide in place. Qa seal had been broken. Internal inspection showed the clamp arm was not seated properly on the bracket. It is unknown what caused the clamp arm to not be seated properly.

Manufacturer narrative:
Patient information requested and all available information is included. This report was filed by the manufacturer.